Event description:
It was reported the patient fainted and suffered facial injuries when their device reached end of life (eol). The patient is unable to afford a new device and is unable to be released from the hospital due to their medical needs at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).